Event description:
Caller states patient tested 6.6 mmol/l on the performa system while a comparison lab drawn at the same time returned as 2.9 mmol/l 30 minutes later. Caller states patient had suddenly "swooned" just prior to testing on the performa system. Caller states after 7 hours of attempting resuscitation the patient died of multiple organ failure. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.